Manufacturer narrative:
Additional, changed and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional confirms deflation. Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.